Event description:
The surgeon reported a system message displayed during surgery. The system was switched out to complete the case. There was a delay noted while switching out the system. The patient was under anesthesia. The backside of the cassette was wet. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).